Event description:
It was reported that the customer went to the emergency room and was admitted to the hospital¿s intensive care unit (ICU) due to an elevated blood glucose (bg) level of 600 mg/dl; with ketones that were identified as life threatening by a healthcare professional. Reportedly, customer initiated too small of a food bolus which increased their bg level. Customer attempted to self treat bg level by a bolus via pump. Customer was then treated intravenously with fluids of saline and insulin. Customer was released on 5/3/23 with issue resolved. Systems check with tandem technical support confirmed the pump is functioning as intended.

Manufacturer narrative:
Per the tandem user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you deliver an insulin amount that is too high or too low, this could cause hypoglycemia (low bg) or hyperglycemia (high bg) events. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted h3 other text : device not provided.